Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that a unknown fractured biomet screw got stuck inside the implant leading to a fractured implant removal. Tooth location 8.

Manufacturer narrative:
Fragments of the fractured screw were returned for evaluation inside the implant. Therefore, functional testing to recreate the reported event could not be performed due to the nature of the device. Appropriate documentation was reviewed. DHR and complaint history review could not be conducted for the unknown biomet screw as no lot number was provided. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. However, a definitive root cause could not be identified.

Event description:
No further event information available at the time of this report.